Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s scs ipg was inoperable. As a result, patient underwent a surgical procedure on (B)(6) 2018 wherein ipg was explanted and replaced. Patient¿s therapy has been restored post operation.